Event description:
It was reported that the grasping retractor instrument wire was noted to be in a loop during a da vinci colon resection procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the pitch cable was broken. The pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis also observed insulation damage and material was missing. The surface of the main tube appeared to be scraped off at various areas. No other damage was found.